Event description:
It was reported that on (B)(6) 2021, due to the need for chemotherapy, a peripherally intubated central venous catheter was placed from the left upper limb to the superior vena cava under the guidance of b-ultrasound for intravenous infusion of drugs to prevent extravasation of chemotherapeutic drugs. After the catheter is placed, the catheter should be sterilized, changed, and cleaned every week for maintenance. For chemotherapy: on (B)(6) 2021, intravenous infusion of bevacizumab + pemetrexed disodium + carboplatin chemotherapy was given. For the treatment of lung cancer. On (B)(6) 2021, he developed pain in his left upper extremity and upper arm. On (B)(6) 2021, the left upper extremity venous b-ultrasound showed that the left axillary vein indwelling tube was attached to the wall thrombosis. On (B)(6) 2021, oral rivaroxaban 10 mg, once daily anticoagulation therapy was started.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.